Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, e1, e3, g3, g6, h2 and h10. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received on 05-sep-2023 indicated that the surgical access for procedure was via the femoral artery. A peel-away sheath was used. No additional information is available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a carotid artery stenting of the right internal carotid artery, a unspecified 10-24mm stent was used. After deployment of the stent, the thrombus was aspirated from the emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000204155) by flow reversal. The emboguard (eg) was flushed, and angiography was performed again, which confirmed the tip of the eg was collapsed. After the eg was removed from the patient's body, the balloon was inflated and found to be perforated, and the balloon was also found to be damaged. Since it was already late in the procedure and the vessel had been sufficiently dilated by pre-balloon dilation, post-dilation was considered not necessary, and the procedure was completed successfully. There was no negative impact to the patient. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.